Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl. Customer declined troubleshooting of the high blood glucose. The blood glucose was 397 mg/dl and now which was going down. The insulin pump will not be returned for analysis.